Event description:
It was reported that there was safety pacing on every beat. Aai and vvi thresholds were performed and were causing ventricular capture. The right atrial (ra) lead had dislodged. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).